Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2023 to the inner thighs, outer thighs, upper abdomen, mid abdomen, lower abdomen, flanks, gluteal (banana roll) using cooladvantage coolfit applicator, using the cooladvantage, cooladvantage plus applicator, and using the cooladvantage plus, coolcurve plus applicator. The patient was diagnosed with paradoxical hyperplasia (ph) in the month of (B)(6) 2023 to the areas of abdomen and flanks.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2023 to the inner thighs, outer thighs, upper abdomen, mid abdomen, lower abdomen, flanks, gluteal (banana roll) using cooladvantage coolfit applicator, using the cooladvantage, cooladvantage plus applicator, and using the cooladvantage plus, coolcurve plus applicator. The patient was diagnosed with paradoxical hyperplasia (ph) in the month of (B)(6) 2023 to the areas of abdomen and flanks. With additional information from the provider, it was indicated that the diagnosed date changed from 2023 to 2024.